Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. The cause of the peritonitis was unknown. Treatment was not reported. Outcome for the event of peritonitis was unknown. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. Further information was received by the nurse. The nurse was unable to confirm the consumer's reported diagnosis date. The nurse reported that the patient was not retrained. In (B)(6) 2011, the patient was recovering and discharged.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: (B)(4) with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.